Manufacturer narrative:
(B)(4).

Event description:
It was reported " difficulty unwrapping at the distal tip and was resolved with manual inflation. Iabp therapy discontinued within 15min due to ongoing patient hypertension with systolics in 180s-200s. No issues with removal reported". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "delayed unwrapping at distal tip" is not able to be confirmed. The product was not returned for investigation. According to the event details, the issue was resolved with the manual inflation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " difficulty unwrapping at the distal tip and was resolved with manual inflation. Iabp therapy discontinued within 15min due to ongoing patient hypertension with systolics in 180s-200s. No issues with removal reported". The patient's current condition is reported as "fine".